Event description:
It was reported that this pacemaker exhibited abnormally high power consumption, reaching 513% usage after only two years in service. Additionally, right ventricular (rv) lead impedance values were either missing or recorded as noise with very low measurements. These findings raised concerns about a potential latent gate oxide defect affecting the rv pacing output. The lead was explanted but the pacemaker remains in service. Further information is being requested. No additional adverse patient effects were reported. Additional information was received confirming that this pacemaker is exhibiting premature battery depletion (pbd). All relevant details were clearly and thoroughly communicated to the physician. However, a replacement procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced.

Event description:
It was reported that this pacemaker exhibited abnormally high power consumption, reaching 513% usage after only four months in service. Additionally, right ventricular (rv) lead impedance values were either missing or recorded as noise with very low measurements. These findings raised concerns about a potential latent gate oxide defect affecting the rv pacing output. The lead was explanted but the pacemaker remains in service. Further information is being requested. No additional adverse patient effects were reported. Additional information was received confirming that this pacemaker is exhibiting premature battery depletion (pbd). All relevant details were clearly and thoroughly communicated to the physician. However, a replacement procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Corrected fields: b5. Describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited abnormally high power consumption, reaching 513% usage after only two years in service. Additionally, right ventricular (rv) lead impedance values were either missing or recorded as noise with very low measurements. These findings raised concerns about a potential latent gate oxide defect affecting the rv pacing output. The lead was explanted but the pacemaker remains in service. Further information is being requested. No additional adverse patient effects were reported. Additional information was received confirming that this pacemaker is exhibiting premature battery depletion (pbd). All relevant details were clearly and thoroughly communicated to the physician. However, a replacement procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. This device was explanted and replaced.

Event description:
It was reported that this pacemaker exhibited abnormally high-power consumption, reaching 513% usage after only two years in service. Additionally, right ventricular (rv) lead impedance values were either missing or recorded as noise with very low measurements. These findings raised concerns about a potential latent gate oxide defect affecting the rv pacing output. The lead was explanted but the pacemaker remains in service. Further information is being requested. No additional adverse patient effects were reported.